Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized due to a pump malfunction. The reporter was unable to provide the specifics of what the malfunction was at the time of the call. There was no additional information as to what the patient¿s blood glucose was or if they were experiencing any symptoms. The reporter was unable to provide any details related to treatment the patient may have received while hospitalized. Customer technical support has attempted to contact the patient for additional information, but has been unsuccessful. This complaint is being reported based on the allegation that a patient was hospitalized as a result of an unknown pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated.